Event description:
The procedure was for treatment of a brain aneurysm. A neuroform stent was placed across the aneurysm. The catheter was placed through the stent to reach the aneurysm sac. It was difficult to pass the catheter through the stent mesh. Onyx liquid embolic was placed in the aneurysm through the catheter. At the conclusion the catheter could not be removed and was left in the pt. No clinical sequelae.